Event description:
It was reported that balloon rupture occurred. The target lesion being treated is located in an artery of the right leg. A 6.0 x 60, 135cm mustang¿ balloon catheter was advanced to the lesion. On the first inflation, the balloon ruptured at 15 atmospheres (atms) with a duration of 5 seconds. The device was removed from the patients body without any detached segment left inside. The procedure was completed with a 6x80 mustang¿ balloon catheter. No patient complication were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was identified 3mm proximal to the proximal edge of the distal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion being treated is located in an artery of the right leg. A 6.0 x 60, 135cm mustang¿ balloon catheter was advanced to the lesion. On the first inflation, the balloon ruptured at 15 atmospheres (atms) with a duration of 5 seconds. The device was removed from the patients body without any detached segment left inside. The procedure was completed with a 6x80 mustang¿ balloon catheter. No patient complication were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).